Manufacturer narrative:
Technical support (ts) reviewed run data, and which showed the rlu values. The limited data suggested that the sars-cov-2 tma assay is slightly more sensitive than the flu and rsv. Thus, it is not always feasible to compare the results of these assays due to the difference in performance. Ts was concerned that storage of the clinical samples in the refrigerator (+2°c to +8°c) is not adequate to preserve the virus in samples with a low-level target nucleic acid, which is reflected in the inability to detect covid-19 in 3/4 of the new hologic lysis buffer tubes prepared using the patient vtm. This may have implications for the data generated from sequencing reactions performed on such samples. Molecular application support informed ts that the instrument had been de-installed. Customer confirmed that they were using the assay for in-patient testing, but the contract has expired. No further action is required from hologic.

Event description:
Customer reported they were questioning sample results for the sars-cov-2 tma assay as compared to the influenza (flu) and rsv assays done on the panther instrument.